Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a high pitch alarm and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a high pitch alarm and was counting down. Customer also reported that the insulin pump had condensation under the screen and the buttons were unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with no button response at bolus, escape, act, up arrow and down arrow button due to unlocked connector on lcd board. No button error alarm and audio/beep anomaly noted during testing. No ramping numbers noted on the display. Unable to confirm time clock accuracy and unable to perform any tests due to buttons unresponsive. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. The battery cap was inspected and no anomaly was noted. No moisture damage on electronics and motor assembly noted.